Event description:
User experiencing intermittent discrepant patient co2 results, since 2007. Only five patient examples were provided. Patient 1: (male) in 2007 initial result gave 19 mmol/l; same sample repeated gave 27 mmol/l. Patient 2: (female) in 2007, initial result gave 17 mmol/l; same sample repeated twice gave 26 & 23 mmol/l respectively. Patient 3: (male) in 2007, initial result gave 26 mmol/l; same sample repeated gave 16 mmol/l. Same sample repeated on another analyzer same methodology gave 27 and 26 mmol/l respectively. Patient 4: in 2007, initial result gave 9 mmol/l; same sample repeated gave 20 mmol/l. Same sample repeated on another analyzer-same methodology gave 21 mmol/l. Patient 5: in 2007, initial result gave 11 mmol/l; same sample repeated gave 26 mmol/l. Same sample repeated on another analyzer-same methodology gave 27 mmol/l.

Manufacturer narrative:
No adverse events reported in association with the incorrect results. The field service representative was unable to determine the cause of the discrepancies. Mechanical and performance tests were performed which were within specification.